Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the black pad on the inserter had a small piece that got chipped away when impacting the provisional femur. No pieces fell into the patient and no other consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use (gouges), no pieces had chipped away but there were several decent sized gouges. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue was due to repeated use of this instrument over 11 years field life. Complaint can be confirmed through the returned product analysis. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.